Manufacturer narrative:
The november 2007 15 month rf generator product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. This device is currently being evaluated by the manufacturer. Following completion of the engineering evaluation, a supplemental medwatch report will be filed under the appropriate sequence number.

Event description:
A female underwent radio frequency ablation therapy for a liver tumor in 2007. The total 'run time' for the ablation was one hour, following the recommended settings and algorithm. During the ablation, 'roll-off' was not achieved. The physician indicated before the case that the tumor was located near the portal vein (pv) and speculated that there might be a 'heat sync' due to the proximity of the pv. After the ablation and removal of the grounding pads from the patient's thighs, redness was observed around the perimeter and 1/3 of the pads. The burns were described as 'sunburn like' with blisters occurring later. Cream was prescribed by the physician to treat the blisters.